Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. The front portion of the lens was implanted and the back half stayed in the cartridge. The lens was removed with no patient injury.